Event description:
It was reported by service report that the right side rail could not be latched in the raised position due to a broken weld with exposed sharp edges. No pt involvement or adverse consequences are reported.